Event description:
It was reported, "during the case, the tips of the screwdrivers broke. Two without the torque limiter and one with the torque limiter broke."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.